Event description:
The device was unintentionally activating during a service evaluation at the manufacturer facility.  There were no adverse consequences related to this event.

Event description:
The device was unintentionally activating during a service evaluation at the manufacturer facility.  There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.